Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the touchscreen became unresponsive. Reportedly, the customer had to press the button "1" multiple times for the pump to respond. Customer's blood glucose level was not impacted. Customer has back up manual injections for continued insulin therapy.